Event description:
Additional information was received from the patient. Patient called back and reiterated previously reported information. They stated they saw their hcp last in december and that the hcp was going to contact a rep about the issue however they hadn't heard back. Patient reiterated feeling of "worms" and stated they had been in the hospital in november and that they saw a gastroenterologist a week ago who wanted to put them on medication for all their nerve issues/nerves being fired up and the patient stated they weren't wanting to take meds that would alter their mind if this issue was only due to the stimulator. Patient stated they have received 3 letters from manufacturer with questionnaires on them but they weren't able to get anyone to call them or assist in the matter. Patient stated they were going to just turn the therapy off at this time because they were just frustrated and it hurt to lay on their back on just the one side where the ins was, on the right. Agent redirected the patient to follow up with the health care provider (hcp) and the patient stated the hcp said a rep needed to check everything and the wire placement and what not but they never called the patient back. Agent provided the patient with the national answering services (nas) phone number to provide to the hcp and emailed the field again about the situation. Patient is going to reach out to hcp with nas number and turn ins off in the meantime.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about resolution the patient stated that their hcp contacted a manufacturing representative (rep) to have them check the wires and stimulator. They stated that it would be a few weeks and their issue had not yet been resolved. The device was turned off in the mean time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that, starting maybe a month ago, they started having pain in the center of their back (patient stated it was above their lead site) that felt like it went straight through to the front on the right side of their stomach. The patient stated that it felt like they had 200 little worms in the center of their back and that the worm like feeling was kind of like what they would imagine the stimulation would feel like if it was up too high. The patient stated they never touched the settings since they were first implanted. The patient stated when the pain began "maybe a month ago" it happened after they took a shower and were getting ready and when they raised their arm they felt the little worms in the center of their back. The patient stated it happened a couple times and that they had their yearly physical with their primary doctor and they mentioned it to the doctor but the doctor didn't even know anything about the stimulator. The patient stated then 3 weeks ago, the pain became constant and they spent 10 days in the hospital because of the pain. The patient stated they were unable to do an MRI because of their implanted system and they were unable to determine what was wrong. The patient had called patient services because they wanted to try turning the stimulation off to see if that could resolve their issue because they were wondering if it was from the stimulation. Patient services reviewed stimulation considerations with the patient and walked the patient through connecting to their settings and the patient was able to turn their therapy off. The patient stated upon turning the therapy off, the pain was still there but they stated they were going to leave it off and see if the pain went away. The patient stated they hadn't yet seen their managing health care provider (hcp) about the issue but noted that they were going to call the hcp when they opened this morning to schedule an appointment to check the implanted system. Patient services also reviewed stimulation longevity with the patient. The patient did not see a low battery message upon connecting to their settings but noted they would have the hcp do a battery longevity calculation at the appointment. The patient stated their hcp would be retiring at the end of this month. Patient services offered to send the patient hcp listings but the patient declined. They were going to see if they were going to be assigned a new hcp at their current clinic when the hcp retires.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stating the healthcare provider (hcp) was supposed to get in touch with a manufacturer representative (rep) to check the patient's device but the hcp hasn't heard from anyone. Patient mentioned the squirmy feeling her back. Patient said they were in the hospital for 10 days "for other things". Patient said they sat in a massage chair and are wondering if the chair caused the lead to move. Patient turned stim off. Patient services (ps) asked the patient if the squirmy feeling went away when stim was off- patient 1st said yes and no then said they are going to say yes. Patient can really feel the squirmy feeling when they get out of the shower and raise their arms. Patient turned stim back on so it would help w/ their bladder. Reopened and reassigned case to email the rep. Patient called back and repeated some information about not receiving training on the external devices. Patient called for compatibility information regarding e-stim as is seeing a therapy for their back. Reviewed tens. Reviewed location of implanted components as listed in registration and patient commented that that is why they sometimes feel stimulation going down their left leg, because lead placed on left side. Patient requested registration be emailed to them so they can forward to physical therapist. Warm transferred to patient registration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.